Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Both sensors passed with accurate readings. The sensors were received with bent canula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a calibration error as well as a change sensor alert. Troubleshooting occured. Customer's blood glucose level at the time 466mg/dl. Advised sensor would be replaced. No additional information is provided.